Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator turned sideways at times. The pt used to feel stimulation in both his back and leg. Coinciding with device movement, the pt began to feel stimulation only in his leg. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.